Event description:
New information noted the patient was not feeling well prior to procedure.

Event description:
It was reported that patient presented to the emergency room with bradycardia. Upon interrogation, it was discovered the right ventricular lead that was exhibiting failure to capture. The lead was capped on (B)(6) 2023 and new right ventricular lead was implanted. There were no patient consequences.